Event description:
The customer reported that a pt's sample did not react in the anti-a microtube using mts a/b/d monoclonal and reverse grouping card lot # 012308037-11. The sample reacted positive (2+) with anti-a reagents in tube method. Repeat testing using 2 alternate lots also showed negative reactivity in the anti-a microtube. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. Ocd was unable to confirm the customer's complaint. Retained testing and batch record review were within release specifications. Add'l complaints were opened for lot 101007037-22 ocd MDR # 1056600-2008-00188 and lot 111307037-19, ocd MDR # 1056600-2008-00189.